Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -08.00 diopter, in the patients left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
The lens was discarded. Work order search: no similar complaint was reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Date received by manufacturer: 09-oct-2019 should be corrected to 20-sep-2019, in supplemental #1 medwatch report. Claim#: (B)(4).